Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0hay0, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the call was about the patient programmer. The patient noted it was not working. When asked to clarify, the patient noted she was not feeling stimulation and patient programmer was not communicating with implantable neurostimulator (ins). Patient services troubleshooted and patient programmer communicated with ins. Setting was program 1 at 2.6v and the patient increased stim to 2.9v and she could feel stim. This all started on friday after she had a procedure. Patient services confirmed procedure was not related to interstim therapy. The patient could not feel stim on friday after she had procedure but she was out of it. The patient noticed it the next day that she could not feel stim. The patient was having an MRI today and wanted to know how to turn stim on / off. It was noted that the patient's hcp (healthcare provider) called already for MRI information. The patient was at MRI facility and asked how to turn stim back on once procedure was over. Patient services had the patient check to make sure stim was off. Stim was off. The MRI was not related to her device therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.